Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No frozen screen anomaly or spi to motor pic communication error noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had spi to motor pic communication error alarm and frozen display. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. Customer states that they were not able to clear the and not able to rewind the pump. The insulin pump will be returned for analysis.